Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor speaker hums) was due to c6 on the ca board being shorted, causing fault. Upon investigation the monitor was unable to fire pulses. The root cause of the shorted c6 cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.